Event description:
A male pt's doctor contacted customer support to report that he felt the system was not working correctly. When a battery was placed in the system there was on two bars on the monitor. When placing the other battery in the monitor there are no bars. When either battery is placed in the battery charger no lights appear. Support replaced the battery charger and two batteries.

Manufacturer narrative:
Device manufacture dates: battery charger 2003. Battery pack 2004. Device evaluations of charger and battery packs, have been completed. The reported problem was confirmed. The cause of the charger not correctly charging or communicating with the batteries was contaminants found in the contact terminals in the battery connector of the charger. The contaminants prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. Battery packs passed all functional tests. No adverse event resulted from the damaged charger. The pt received replacement battery packs and charger.